Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed, the white tubing is detached/broken from the control knob, exposing the clear tubing. The fiber tip end is broken and detached. The glass cap is detached and not returned. The heat shrink tubing open end exhibits signs of melting and stretched. The fiber was tested with hene laser fixture, and the aim beam is present at location of the break (distal tip end). Excessive bending likely occurred during preparation of the device or during the procedure. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber tip broke during the procedure. There was no clinical consequence to the patient. No other information was provided.

Event description:
It was reported that the fiber tip broke during the procedure. There was no clinical consequence to the patient. No other information was provided.